Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pacing impedances on the right ventricular (rv) channel. Increased rv pacing thresholds were also observed but all other parameters were stable. The physician has elected to continue monitoring the system. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.